Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was ejecting clips out of the jaw. It is unk if any clips fell into the pt. A second like device was used to complete the procedure. There was no pt consequence reported.